Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The visual test found damaged(detached) downstream occlusion (dso) seal. The functional test was performed using the occlusion test and identified that the device didn't hold patient data. The primary problem was a defective printed wiring assembly (pwa). The pwa and dso seal will be replaced.

Event description:
It was reported that the issue was ¿cassette default¿. The event occurred after patient use. There was no patient involvement.